Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) arrived on site and found the drawer not being detected, with no lights on the t board after opening the back panel. Fse replaced the t board, but the station only flickered and did not power on. Fse then removed the drawer and unplugged the 2.2 retractor band, after which the station powered on, and t board lights illuminated. Fse replaced the 2.2 drawer controller board, which resolved the issue. No fail hardware icon was observed, the drawer was detected in medication application, and the customer successfully inventoried the entire drawer without issues. The system functioned as intended after the field service engineer repaired the device.